Event description:
Report received of an over-delivery of ropivicaine. In 2003 at approximately 0130, the pump wa programmed to deliver 100cc of ropivicaine via the the epideral route at 10cc/hr. It was reported that approximately thirty-five minutes later, the pump alarmed that the infusion was complete. The customer reported that the physician was called and ordered that all medication be held, place the pt on two liters of oxygen via nasal cannula, and instructed the staff to monitor the pt closely. There was no reported adverse pt event. Though requested, no additional info was available.